Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the tip of the polarstem modular head for (B)(4) broke. No pieces fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
D4, h4: lot number, manufactured and expiration date added.

Manufacturer narrative:
It was reported that, during a thr surgery, the tip of the polarstem modular head for 21000662 broke. No pieces fell inside of the patient. Patient was not harmed as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation was performed, and it was concluded that at two spots, pieces chipped off from the distal rim of the device, which in general shows significant signs of use and deformations which are not characteristic to ball head impaction. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed other 3 complaints with similar failure modes for the same batch, however, the root cause could not be determined accurately in these 3 other complaints. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, the tip of the polarstem modular head for 21000662 broke. No pieces fell inside of the patient. Patient was not harmed as consequence of this problem. The complaint device intended for use in treatment was not returned for investigation. A visual evaluation was performed on a picture provided by the complainant, and it showed scratches and dents in the surface, with one small piece broken-off from the article in question. It was concluded that the complaint device was broken. So, the mentioned failure mode is confirmed. A review of the production documentation was not possible since the batch number of the device is not known. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed, however the reported failure mode could not be reproduced. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.